Event description:
Possible broken sensor wire. Wire broke after pt removed it from body. Pt returned both segments. The returned sensor was evaluated as follows: visual; measurement. Eval showed that the distal segment had an approx length of 0.45 inches.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.